Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with manufacturing specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
After a 8f angio-seal vip device was deployed bleeding did not stop. The patient was cut open and sutures were placed to close the vessel. After the operation the patient had a blood transfusion.

Manufacturer narrative:
The angio-seal instructions for use (IFU) states after arterial blood flow exits the drip hole in the locator, slowly withdraw the arteriotomy locator/insertion sheath assembly until blood slows or stops flowing from the drip hole. This indicates that the distal locator holes of the angio-seal insertion sheath have just exited the artery. From this point, advance the arteriotomy locator/insertion sheath assembly until blood begins to flow from the drip hole on the locator. If blood flow does not resume, repeat this process until blood flows from the drip hole again upon advancement of the assembly into the artery.

Event description:
An 8f angio-seal vip device was successfully deployed on (B)(6) 2017. Two days later the patients blood pressure dropped and an ultra sound found the angio-seal was outside of the vein causing bleeding. The patient was cut open and sutures were placed to close the vessel. During surgery the angio-seal was confirmed to be outside of the vein. After the operation the patient had a blood transfusion.